Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the catheter was used for the artery approach during an ablation procedure. Although electricity was turned on through the subvalvular 4 times, it was noted that during the 5th attempt, noise was observed in an electrical potential of the "abl" and the temperature was displayed as 80 degrees celsius. After turning the device off and on again, the temperature remained at 80 degrees celsius. It was also reported the background light for the display is flickering. The catheter were removed and replaced with another ablation catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and no anomalies were found.